Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics executive district sales manager reported an issue with a 2mm eximo atherectomy catheter. The following was reported: "the physician had a distal embolization event after using the 2.0 device in an isr lesion. The emboli occurred during the lasing, it was noticed after the auryon catheter was removed. During the procedure, the physician noticed the aspiration function was slowing down during the lasing of the lesion and an audible sound changed from the pump as well. Once he removed the catheter and got a picture he noticed that the tpt was occluded and proceeded to use a guide catheter along with a 60cc syringe to remove the emboli. He then proceeded to poba the lesion and after removal of the balloon took another picture and the tpt was again occluded. Used the guide catheter and syringe again to remove the emboli then stented with a des." It was reported there were no malfunctions of the device during use, and the patient did not experience any adverse effects due to this event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. Tthe catheter complaint sample was not returned for evaluation since there was no report or catheter or laser system malfunction during the procedure. The customer's reported complaint of patient adverse event - distal embolization, cannot be confirmed given the nature of the patient focused event. There was no reported malfunction of the auryon catheter or laser system during the event. This is cautioned in the IFU as an anticipated potential procedural complication. A review of the chronology of the procedure images shows that the distal embolism cannot be determined as a result of the auryon 2.0mm catheter laser work but is more likely to be a result of the previous inflow treatment (treated with other manufacturer devices; shockwave ivl balloon + poba to the iliac). The inflow treatment loosened the vulnerable plaque which was likely pushed by the auryon catheter during lasing. This is supported by the size of the emboli was too large to be a result of auryon catheter lasing. This conclusion was confirmed by an angiographic core laboratory that reviewed this case. The DHR was reviewed for the reported catheter serial number. The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - proximal vessel diameter must be greater than or equal to 150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Potential complications procedural complications: · distal embolization auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).